Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, the probable cause of the malfunction could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the video system center had no image. There were no reports of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Additional information received stated the reporter suspected the issue was related to a bad scope, however, the model/serial number were unknown, and no further information was provided. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.